Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet device with a highest recorded blood glucose (bg) of 266 mg/dl. The event occurred after the user began making meal announcements, which they had not previously done. Bg was corrected by the ilet. No medical intervention was required.